Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient¿s cgm was reading 68 mg/dl and the bg meter was reading 38 mg/dl. The patient experienced presyncope, disorientation, diaphoresis, and had a ¿black vision¿. The patient self-treated by drinking juice and eating a cookie. The patient also attempted to call his endocrinologist, but it was after hours. After treatment, the patient¿s cgm was reading 298 mg/dl and the bg meter was reading 280 mg/dl. The patient recovered at home and did not call an ambulance or seek medical assistance from a higher level of care. The patient was in good condition at the time of report. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.